Event description:
It was reported to boston scientific corporation that a cre fixed wire dilatation balloon was attempted to be used in the esophagus during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2024. During the procedure, the tech tried to inflate the balloon, but it would not stay inflated. Multiple attempts were made to inflate the balloon but with no success. The procedure was completed with a second cre fixed wire dilatation balloon. There were no patient complications reported as a result of this event. This event has been deemed a reportable event based on the investigation finding of a balloon pinhole when used in the esophagus. Please see block h11 for full investigation details.

Manufacturer narrative:
Block h6: imdrf device code a041001 captures the reportable investigation results of balloon pinhole in the esophagus. Block h11: (investigation results) the returned cre fixed wire dilatation balloon was analyzed, and a visual evaluation found no problem with the device. Microscopic evaluation noted that the balloon had a pinhole located approximately at 116 mm from the tip of the device which makes it unable to hold pressure. No other problems with the device were noted. The results of the analysis performed on the returned device found that the balloon had a pinhole located approximately at 116 mm from the tip of the device which makes it unable to hold pressure. The pinhole found is likely to have occurred due to procedural factors such as excess of pressure, interaction with other devices, or anatomical conditions. Also, it is possible that interaction with a sharp surface during or previous to the procedure could have caused the problem found on the distal section of the balloon. Therefore, the most probable root cause is an adverse event related to procedure.